Event description:
It was reported that foam was allegedly left in a patient's wound for approximately six months and tissue had grown into and over it. The physician indicates that the foam could not be picked out.

Manufacturer narrative:
The physician caring for the patient indicates that, when he evaluated the patient last month, he discovered a 1 cm x 1 cm piece of foam with tissue ingrowth. He further indicates that he attempted to remove it in his clinic without success. The physician also indicates that in his professional opinion, the foam had been there at least three months, and there were no indications of a clinical infection in the wound. He indicates that the patient's family made the appointment to see him because the wound was not healing. The physician further indicates that he only sees the patient every six months and does not believe the foam was there six months ago. He also indicates that v.a.c. Therapy was discontinued and the patient will be treated by a plastic surgeon. V.a.c. Therapy labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker. Do not place foam into blind or unexplored tunnels".